Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the patient's vns was displaying multiple magnet activations on the same line on the handheld computer. Review of the generator programming history available in the in-house programming database revealed that the generator total operating time had rolled over. A manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255]) being mis-declared as static variable, however the trigger for this event has been identified to be the result of the generator's total operating time rolling over. From the analysis of the magnet history, it is possible that 15 magnet activations have not occurred at the time of the event. The event has been corrected with the assistance of a manufacturer representative by performing 15 magnet activations following the total operating time rollover. This issue does not affect the performance of the device. No adverse events have been reported.